Event description:
It was reported that the pump took a long time to finish charging and required more frequent charges, sometimes needing multiple presses for choices to register. The customer also received a message indicating an incomplete bolus without initiating a bolus. There was no adverse impact to the customer¿s blood glucose level. No further troubleshooting was requested, and the customer declined any follow-up from technical support.